Event description:
It was reported by the vad coordinator that a left ventricular assist device (lvad) patient's condition had been progressively deteriorating over the week. The pt was showing signs of dic (intravascular coagulation), possible hit and a sub arachnoid bleed. The center performed an echo, a large blockage was noted in the distal portion of the outflow graft. The pt underwent a successful pump replacement. Upon examination of the outflow graft the center indicated that there was a 4-5 cm vegetative growth along the graft beginning at the site of the aortic anastomosis. The graft was sent for culture and pathologic analysis. The center indicated that it appears to be fungal. The valves and pump below the growth areaappeared to be in normal condition.